Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Medical records provided included x-rays, which identified joint effusion and a bone scan that indicated possible bursitis or nonspecific synovitis, thus confirming swelling. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 183044, femoral component, lot # 364720, 184764, series a pat std 31 3 peg, lot # 271230, unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04834, 0001825034 - 2019 - 04835, 0001825034 - 2019 - 04836.

Event description:
It was reported that approximately 1 year post revision of the articular surface, the patient is experiencing pain and swelling, and states that her quality of life has decreased. Attempts have been made and no further information has been provided.